Event description:
Boston scientific received information that a low shock impedance measurement was detected on this right ventricular lead. During a follow-up, low energy commanded shocks were delivered to test the integrity of the lead, and these tests produced normal shock impedance levels with no noise noted on the lead. Boston scientific technical services discussed using an x-ray or high energy commanded shock to further examine the lead, and an x-ray was scheduled for the near future. No further action was taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.